Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rect2282 showed five other similar product complaint(s) from this lot number.

Event description:
It was reported the patient underwent the sixth course of chemotherapy. At 14:50, the nurse discovered the fluid leaking from the patient's venous catheter connection at 14:50. The fluid was shut off immediately. The patient was infused with 09% sodium chloride saline. The leakage was about 3ml. The doctor was notified for evaluation. Later, he was given a b-ultrasound to check the veins of the upper extremity, and reported: the venous catheter was found in the uterine cavity of the superficial vein of the right upper extremity. The venous catheter was removed according to the doctor's order. The patient had no discomfort and was given an indwelling needle in the left arm and continued chemotherapy.